Event description:
Report received from the united states stating that the device "will not hold cutter." It is known that the device was not used in surgery. It is not known if patient/user injuries or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).